Event description:
Total knee arthroplasty was performed on 09/17/96. Revision surgery was performed on 06/09/97, due to deformation of polyethylene.

Manufacturer narrative:
The medwatch report that was sent on 7/16/97, stated that the device was returned for evaluation. The device was not returned to biomet, inc., the device was returned to the pt. No conclusion can be drawn.